Event description:
An endurant iis stent graft system was implanted during an evar procedure. It was reported that the patient developed post-operative constipation from 2 days post op due to the anesthesia, analgesia and immobility. 5 days post ope the patient was administered 2 glycerin suppositories and the patient was able to pass stool on the same day.  The site assessed the event as possibly related to the index procedure and not related to the device and or and underlying condition/disease.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 06-nov-2027, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 23-oct-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.